Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to erosion the patient had his inflatable penile prosthesis (ipp) removed. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be filed for the addition information.

Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that due to erosion the patient had his inflatable penile prosthesis (ipp) removed. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be filed for the addition information.